Manufacturer narrative:
Zoll medical corporation evaluated the pace/defib engine board and the reported malfunction was not replicated or confirmed. The pace/defib engine board was put through extensive testing without duplicating the malfunction. A replacement pace/defib engine board was sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.